Event description:
Sales rep. Reported the breakage of a mmsi screw. The mmsi hardware was implanted in an obese woman in 2005. The surgeon did not use an interbody device in the case. In 2/2005 it was found that one of the screws used had fractured and a revision was performed. Hardware was replaced and an interbody device was used.